Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to severe sepsis, blood loss and methicillin-resistant staphylococcus aureus (mrsa) bacteremia with an unclear source, possibly from pneumonia or pyelonephritis. Reportedly, the patient experienced weakness and lethargy, prompting a call to emergency medical services (ems). Additionally, the patient suffered from an inability to eat, a productive cough, shortness of breath, nausea, emesis, and chronic diarrhea. No additional adverse patient effects were reported. This crt-p was explanted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had exhibited severe sepsis, blood loss and methicillin-resistant staphylococcus aureus (mrsa) bacteremia with an unclear source, possibly from pneumonia or pyelonephritis. Reportedly, the patient experienced weakness and lethargy, prompting a call to emergency medical services (ems). Additionally, the patient suffered from an inability to eat, a productive cough, shortness of breath, nausea, emesis, and chronic diarrhea. After consulting with a physician regarding the removal of the crt-p, the patient consented to the procedure. A revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) along with the right atrial (ra) lead, right ventricular (rv) lead, left ventricular (lv) lead and the previously capped right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This crt-p will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. Furthermore, infection is a known inherent risk.